Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 162 mg/dl. The customer needed emergency supplies because they had issues with their needle breaking. The customer was informed that there could be many reasons for low blood glucose. The customer was sent new reservoir and infusion sets. The customer was informed if the issue was not resolved with a set change to call back the help line for assistance. No further information was provided.